Manufacturer narrative:
Per software investigation, engineers are waiting on core files, and need to understand what specific imaging device was being used. No impact on pt outcome reported.

Event description:
Site called in and stated that while in the second fluoro application on the s7 system, they acquired the empty image and walked away from the system, when they came back to the system, the screen displayed an exiting message. They logged out and had to re-acquire another empty image before proceeding. No impact on pt outcome reported.